Event description:
It was reported that there was an alleged product issue with the fusion oxygenator during its use, specifically involving high pressure post-oxygenation. Veletri was administered once, with good effect. The use of the device was unspecified. There was no patient impact associated with this event. Medtronic received additional information that the pressure increased suddenly, above 400 mmhg, approximately 5 minutes into the case. An activated clotting time (act) was used to monitor the optimal therapeutic response and the values were above 420 seconds.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation as part of a CAPA (#726178) action. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.